Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The system was repaired. No further repair info is available. The system was tested and is operating as intended.

Event description:
The customer reported that when operating the joystick, the motion of the c-arm on the 9900 system had stopped. No pt injury was reported.